Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted on egm that the implantable cardiac defibrillator was post -paced t wave oversensing. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed on. No programming changes were made at this time. The patient was stable.